Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was noted for low impedance in both configurations on the right ventricular (rv) lead following a change out procedure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.